Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported screw was not returned, and could not be found in the drive feature. The reported screw was not returned for assessment. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported product. Therefore, based on the available information, device malfunction has not occurred. Functionality of the reported screw and the reported event could not be verified without its return.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the screw fractured inside the implant. The screw was unable to be removed and the implant was removed with an extractor. Tooth location 15.